Event description:
It is reported that the stem inserter broke.

Manufacturer narrative:
Information was rec'd from a distributor who is not required to complete form 3500a. Evaluation summary: the distal threads are fractured on the returned device. The tentative field age of this instrument is approx 5 yrs. This type of damage might have been caused due to one or combination of the following factors: if the device is not threaded properly with the stem (i.e. Cross threading or partial thread engagement). Off axis impaction. Damage caused during repeated cleaning and steam sterilization. Off-label use (e.g. Device is used to extract the stem, heavy impaction force, etc). However, this is not an exhaustive list. No definitive cause analysis can be performed with certainty. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.